Manufacturer narrative:
Patient reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was implanted in the left hepatic duct during a procedure performed on (B)(6) 2013. There were no issues during this procedure. According to the complainant, on (B)(6) 2013, the patient experienced pain and CT exam was performed. It was found out that the deployed stent had migrated from the bile duct to the duodenal wall and had perforated the duodenal wall. Then surgery was performed. The proximal part (about 2cm) of the stent was cut and the stent was re-implanted. Biliary peritonitis had also occurred, so another drainage tube (exact brand unknown) was also placed. After surgery, the patient was still monitored because of biliary peritonitis. The procedure was not completed due to this event.